Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the retractable shaft has separated from the bushing which is connected to the pull-wire being intended to release the stent. This most likely occurred during the intervention when it was attempted to release the stent. Microscopic inspection revealed a rather small amount of remaining glue on the outside of the retractable shaft and no glue on the inside of the bushing. This finding indicates that the root cause for the complaint event is most likely related to the manufacturing process of a subassembly manufactured by a supplier. The stent is still partly crimped under the retractable shaft and is partially released, which was reported intentionally by the physician after withdrawal of the complaint instrument. To prevent recurrence the respective internal departments were informed about this case and we are reviewing our quality systems processes. The supplier of the affected subassembly was informed about the complaint.

Event description:
Pulsar-18 t3 stent system was chosen for treatment of a moderately calcified lesion (80 percent stenosis degree) in the sfa. After positioning in the target lesion it was not possible to release the stent and the device was therefore removed.